Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) product specialist that the temperature of a rt206 adult breathing circuit was not rising. When the breathing circuit was changed out, the problem was resolved. This was found before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tubes of an rt206 adult breathing circuit was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire was slightly higher than product test specification. A lot check was not performed as no lot information had been provided. Conclusion: a high electrical resistance of the heater wire is usually detected by a heater wire alarm or failure of the tube to heat. This is often associated with improper crimping of the heater wire during production. (B)(4).